Event description:
The customer reported to olympus, the color tone of the image was abnormal on the endoeye flex deflectable videoscope. During the inspection of the returned device, the adhesive part of the objective lens had peeled off. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered there was noise in the image and the color tone of the image was abnormal. The watertightness of the metal tip was not maintained, the adhesive part of the objective lens had peeled off, there was rattling at the connection between the insertion pipe and the operation part due to the looseness of the insertion pipe. Additionally, the curved rubber adhesive was scratched and missing, the video connector, operation part, grip, angle lever and the right and left plate, universal cord, the nigiri cover was scratched and scratches on the surface of the lens guide cover glass. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the irregular color tone was due to stress of repeated use, external factors, handling, image sensor unit failure, internal video connector board failure, or the system caused the event. The root cause of this event was unable to be identified. Additionally, it¿s likely the adhesive of the objective lens peeled off due to stress of repeated use, external factors, or handling caused the event. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.